Manufacturer narrative:
The device was returned to olympus for inspection and the customer complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. The most probable cause of the identified failures "aw-cylinder (tube) has foreign objects", "aw-tube has foreign objects" is cause traced to failure to follow instructions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colono videoscope exhibited water contact due to nozzle clogged, foreign objects in air water suction cylinder and foreign objects in air water tube. There was no patient involvement.